Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not infuse properly and was constantly alarming. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition with complaints of dose not infusing properly and constant alarming. There was a worn downstream occlusion (dso) nub and worn upstream occlusion (uso) seal. This device has not been serviced within the review period. Functional testing was performed. The customer's problem was not duplicated. The device delivered within manufacture specifications. The device displayed alarm during testing. The reported problem, dose not infusing properly, was verified by accuracy testing; however still within manufacture specifications. No problem found. Customer¿s reported problem, constant alarm, was verified by functional testing. The cause is the main board. No repair performed to correct the issue due to device being beyond economical repair.